Event description:
Subsequent to the initially filed medwatch report, additional information was provided. During removal of the sds, resistance was met with the introducer sheath and the stent dislodged from the balloon and remain lodged in the sheath. The sheath was removed with the stent still inside. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported difficulty to advance/remove (introducer sheath) was confirmed as the introducer sheath was returned with the dislodged stent frozen inside the introducer sheath. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure as it is likely the reported interaction with the introducer sheath during advancement resulted in the reported difficulty to advance (introducer sheath). Continued interaction with the introducer sheath during removal likely resulted in the reported difficulty to remove (introducer sheath) and subsequent stent dislodgement. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a moderately calcified and tortuous lesion in the iliac artery. The 9.0 x 39 mm otw omnilink elite stent delivery system (sds) was advanced however met resistance with the introducer sheath and was not able to cross through. During removal resistance was met and the stent stuck inside the sheath. The sheath and sds were removed together. A new omnilink elite was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.